Event description:
Consumer complaint of high blood results. Customer called getting high blood readings since he purchased this meter on (B)(6) 2015. He was also comparing to competitors meter which is always running in the 200's. Customer performed a blood test, 390 mg/dl. Customer feels fine and requires no medical attention. Customers expected results are 150-220 mg/dl. Verified the strips expire 02/19/2017 and were first opened (B)(6) 2015. Customer confirms proper storage of strips. Customer ran a blood test, 390 mg/dl - not fasting. Reviewed meter memory: 373 mg/dl, (B)(6) 2015, 09:39:00 am - fasting, 373 mg/dl, (B)(6) 2015, 05:48:00 pm - not fasting, 330 mg/dl, (B)(6) 2015, 08:52:00 pm - not fasting, 531 mg/dl, (B)(6) 2015, 11:46:00 pm - not fasting, 367 mg/dl, (B)(6) 2015, 06:40:00 pm - not fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user has inaccurate reference.